Event description:
A report via neurosurgery publish ahead of print do1:10.1227/neu.0b013e318228490c entitled "delayed thrombosis or stenosis following enterprise-assisted stent-coiling: is it safe? - midterm results of the interstate collaboration of enterprise stent coiling", j. Mocco, et.al was received. This patient's plavix was stopped one month post enterprise vrd assisted coil embolization. The patient developed hand paraesthesia and weakness. It was indicated as a thrombotic event and reported that angiography demonstrated a small, previously unrecognized, stable dissection; plavix was then restarted.

Manufacturer narrative:
The lot number of the enterprise vrd is not known; therefore, a device history record review cannot be completed. The event date is also unknown. Dissections and thrombotic events are known potential adverse events associated with the use of the cordis enterprise vascular reconstruction device and delivery system and procedures they are used in as outlined in the instructions for use. Due to the lack of procedural information, the relationship of the enterprise vrd and the reported dissection cannot be determined. Although based on the available information no definitive conclusion can be made, procedural factors including vessel dissection and patient/pharmacological factors are factors that may have contributed to the event. With review of the available information, there are no identified device performance issues or manufacturing related issues. Therefore, no corrective actions will be taken at this time.